Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Abbott diabetes care received an mhra user report which reported the following information: a physician reported a customer received high readings while wearing the adc freestyle libre sensor. Customer obtained sensor scan results "greater than 15mmol/l" overnight and subsequently the customer did not eat breakfast the next morning (B)(6) 2019. Customer continued to obtained sensor scans between 12- 15mmol/l and he self-treated with his "normal dose" of insulin (dose/type unknown). Customer experienced symptoms of hypoglycemia described as clamminess and sweating, and self-presented to a medical facility, where a reading of 2.7mmo/l was obtained on an hcp meter in comparison to a sensor scan result of 10 mmol/l. The customer was treated 3 times with 75 grams of glucostop. After 10 minutes, a blood glucose of 3.2mmo/l was obtained and the customer was given a sandwich and water. After another 10 minutes, a blood glucose of 4.1mmo/l was obtained. And finally, after 30 minutes, a "normal" blood glucose of 6.2 mmo/l was obtained on the hcp meter. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an (B)(6) user report which reported the following information: a physician reported a customer received high readings while wearing the adc freestyle libre sensor. Customer obtained sensor scan results "greater than 15mmol/l" overnight and subsequently the customer did not eat breakfast the next morning (B)(6) 2019. Customer continued to obtained sensor scans between 12- 15mmol/l and he self-treated with his "normal dose" of insulin (dose/type unknown). Customer experienced symptoms of hypoglycemia described as clamminess and sweating, and self-presented to a medical facility, where a reading of 2.7mmol/l was obtained on an hcp meter in comparison to a sensor scan result of 10 mmol/l. The customer was treated 3 times with 75 grams of glucostop. After 10 minutes, a blood glucose of 3.2mmol/l was obtained and the customer was given a sandwich and water. After another 10 minutes, a blood glucose of 4.1mmol/l was obtained. And finally, after 30 minutes, a "normal" blood glucose of 6.2 mmol/l was obtained on the hcp meter. No further treatment was required. There was no report of death or permanent injury associated with this event.